Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having symptoms of pulsation in the abdomen. It was determined that the left ventricular (lv) lead was causing diaphragmatic stimulation. The patient was then transferred to a different hospital, where the lv lead was reprogrammed. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.